Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump, which displayed a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent and instructed the customer to use a backup insulin pump to ensure continuous insulin delivery. Instructions were also provided on how to put the faulty pump into storage mode before returning it through a pre-paid label within 10 days.